Event description:
Pump #2 reported to be set up at 450 ml/hr with an unk amount of replacement fluids. After 1 1/2 hours, the bag was noted to only have 3/4 of the expected solution gone. No drops were seen forming in the drip chamber. The tubing was inspected upon removal, and "some kinks" were noted. No patient injury was reported.